Manufacturer narrative:
B3: date is unknown, so estimated date was entered. C2/d10: concomitant product UDI for cuff is (B)(4), concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent non-functioning device issues. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) implant device found the balloon strength was weak. The physician added additional normal saline solution to the balloon component through revision surgery, and no component was removed during the procedure. There were no patient complications reported.